Event description:
It was reported that the subject device had disturbance of video image. The issue was found during maintenance of device. There are no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. Corrected fields: d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the charged coupled device, chipping of the light guide bundle, and component failure of the light guide bundle. A definitive root cause could not be determined. However, based on the results of the investigation, it was likely that the malfunction was caused by a component failure, which led to a disturbance in the video image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.